Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, there was resistance turning the m/l knob. Fluoroscopy showed the delivery catheter shaft moving in an unintended direction. An attempt was made to apply more m-knob, but there was still resistance when rotating the knob. Therefore, a decision was made to remove the cds with the clip attached. After the cds was removed from the patient, the knob movement was tested. The knob was stiff and no angulation was translated to the distal shaft upon turning the knob. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported m/l knob resistance, sleeve steering issues, and inability to curve the distal shaft were not confirmed via returned device analysis. The discrepancy between what was reported (m/l knob resistance, sleeve steering issues, inability to curve distal shaft) and what was observed (no issues with m/l knob and no issues with sleeve steering or curving the distal shaft) is possibly due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. Additionally, it was observed during analysis that the dc (delivery catheter) handle coupler was scratched, and the clip cover was torn. These observations appear to be related to manipulations of the device and/or post-procedural handling of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine causes for the reported m/l knob resistance, sleeve steering issues, and inability to curve the distal shaft. There is no indication of a product issue with respect to manufacture, design or labeling.